Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Additionally, it was reported that occlusion alarms occurred. As well, as that the pump battery was depleting quickly. The customer's blood glucose level was 430 mg/dl. The customer reverted to an alternate method of insulin therapy.